Event description:
A hospital reported to our distributor that the circuit of an rt102 adult heated inspiratory breathing circuit connected to a ventilator gave off a "burning smell" during use. It was further reported that a portion of the circuit appeared to be discolored. The circuit had been in use for a period of 2 weeks at the time of the event. No patient consequence was reported.

Manufacturer narrative:
The rt102 breathing circuit is currently en route to the manufacturer for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the breathing circuit is returned and investigation results become available. However, in view of previous investigations on similar complaints, we note the following: fisher & paykel breathing circuits are designed for single use of up to a maximum of 7 days. This is provided for in our "user instructions" sheet which accompanies each product in the section entitled "warning". A potential cause for the alleged "burning smell" may be patient secretions coming into contact with sections of the heater wire. Pending receipt of the breathing circuit and an investigation, we are unable to confirm this at present.